Event description:
It was reported that the patient was re-intubated on (B)(6) 2022 due to suspected aspiration while on bi-level positive airway pressure (bipap) support. The next day, the patient experienced an increased heart rate overnight with administration of intravenous (IV) antiarrhythmics given throughout (B)(6) 2022. Patient also exhibited supraventricular tachycardia (svt) artifacts on a (B)(6) 2022 electrocardiogram(ECG). The patient did not experience any noted clinical compromise associated to this event. On (B)(6) 2022, the patient started IV fluconazole with suspect to aspiration pneumonia. Patient was febrile overnight and had consistent increased white blood cell count. The patient transitioned to IV cefepime on (B)(6) 2022 following negative fungal cultures. A chest x-ray was performed and showed lung opacities. On (B)(6) 2022 the patient was noted to have recurring epistaxis that was resolved with packing placement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2022 the patient experienced epistaxis which resolved with packing. The patient's condition resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia, bleeding, infection could not conclusively be determined through this evaluation. The patient remained ongoing with heartmate 3 lvas, serial number (B)(6), until ultimately expiring on (B)(6) 2022 (reported under MFR # 2916596-2022-10384). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia, bleeding, and infection collection as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 ¿patient care and management¿ lists arrhythmia and infection as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.